Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, . It is likely that the [b30 error code] occurred due to a cable failure. The cause of the cable failure could not be determined. The event can be detected/prevented by following the instructions for use which state: "do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility and an evaluation was performed. Upon inspection and testing, a b30 scope communication error, along a with black image and pixelated image, was discovered, caused by a leak inside the camera connector. In addition, corrosion and a sticky retainer pathway in the optics coupler and a hole in the rubber surrounding the focus up button were discovered. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported a b30 scope communication error with the hd autoclavable camera head. There were no reports of patient harm.